Event description:
The customer reported too much wig-wag movement while doing litho cases.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.